Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure placement difficulty was encountered, and impedance measurements despite re-positioning of ipl were consistently high. It was noted that the ipl tip was extended during testing. The ipl was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.